Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the evis lusera colono videoscope exhibited that foreign material came out of the air/water nozzle. The issue occurred during an unspecified therapeutic procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation foreign material in the device could not be identified and there were no reported reprocessing deviations from the instructions for use (IFU). It is likely the nozzle deformation caused the foreign material to remain in the device. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section below: instructions for evis lucera gif/cf/pcf type 260 series, operation manual chapter 3, ¿preparation and inspection¿ section 3.6, ¿inspection of the endoscopic system¿ describes how to check anomalies of the device. Olympus will continue to monitor field performance for this device.